Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time. DHR review confirmed no abnormalities with this lot during manufacture. (B)(4).

Event description:
It was reported that the bioraptor knotless suture anchor pulled out of the bone hole. Competitive device was used as backup anchor. No additional bone holes were required; larger anchors were implanted into the same hole. Procedure was completed with no patient injury.